Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular dexter (right eye). Customer reported cartridge system tip broke during implantation. The trailing haptic required manipulation in order to implant the lens. The iol remains implanted and no plans to explant the lens. No patient injury reported. No further information provided.

Manufacturer narrative:
Weight/ethnicity: information unknown/not provided. If explanted, give date: not applicable, as lens remains implanted. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on mar 8, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod partially advanced. Stress marks were observed inside of the cartridge tip. However, they were within acceptable parameters. No intraocular lens (iol) was received as part of this return. Therefore, no product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.